Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the (s) type: location of the perforation: on one side - unsure of which side/ during essure placement/only one side insertion due to uterine perforation') in a 27-year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify:no". The patient's medical history included blood pressure high. Concurrent conditions included dysuria, heavy periods, human papilloma virus antibody positive, pap smear abnormal, vaginal odor, vaginitis bacterial, malaise, asthma, gout, blood pressure high, chlamydial infection, gonorrhea, heartburn and smoker. Concomitant products included acetylsalicylic acid (aspirin), allopurinol, amlodipine, bupropion, chlortalidone (chlorthalidone), duloxetine, famotidine, salbutamol (albuterol hfa) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criterion medically significant). In 2014, the patient experienced coital bleeding ("bleeding after intercourse/ other injury(ies) or complication(s)-please describe: bleeding during/after intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"). On an unknown date, the patient experienced uterine polyp ("other injury(ies) or complication (s) please describe: uterine polyps"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), hyperhidrosis ("hormonal changes describe: sweats"), mood altered ("hormonal changes describe:mood changes/ psychological or psychiatric problems condition: changes in mood"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression,"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("pain back,during sex sometimes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (d&c hysteroscopy, removal of uterine polyp). At the time of the report, the uterine perforation, uterine polyp, pelvic pain, vaginal haemorrhage, menorrhagia, coital bleeding, hyperhidrosis, mood altered, vaginal infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and back pain outcome was unknown. The reporter considered anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, mood altered, nausea, pelvic pain, uterine perforation, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: current weight 170 lbs. Approximate weight at the time of essure placement 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Lot number: 508292, manufacture date: 2005-06, expiration date: 2007-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (other) please describe and state the (s) type: location of the perforation: on one side - unsure of which side/ during essure placement/only one side insertion due to uterine perforation') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 508292) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included blood pressure high. Concurrent conditions included dysuria, heavy periods, human papilloma virus antibody positive, pap smear abnormal, vaginal odor, vaginitis bacterial, malaise, asthma, gout, blood pressure high, chlamydial infection, gonorrhea, heartburn and smoker. Concomitant products included acetylsalicylic acid (aspirin), allopurinol, amlodipine, bupropion, chlortalidone (chlorthalidone), duloxetine, famotidine, salbutamol (albuterol hfa) and trazodone. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criterion medically significant). In 2014, the patient experienced coital bleeding ("bleeding after intercourse/other injury(ies) or complication(s)-please describe: bleeding during/after intercourse") and dyspareunia ("dyspareunia (painful sexual intercourse)/painful sex"). On an unknown date, the patient experienced uterine polyp ("other injury(ies) or complication (s) please describe: uterine polyps"), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia),"), hyperhidrosis ("hormonal changes describe: sweats"), mood altered ("hormonal changes describe:mood changes/psychological or psychiatric problems condition: changes in mood"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and back pain ("pain back,during sex sometimes") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (d&c hysteroscopy, removal of uterine polyp). At the time of the report, the uterine perforation, uterine polyp, pelvic pain, vaginal haemorrhage, menorrhagia, coital bleeding, hyperhidrosis, mood altered, vaginal infection, depression, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight decreased and back pain outcome was unknown. The reporter considered anxiety, back pain, coital bleeding, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hyperhidrosis, menorrhagia, migraine, mood altered, nausea, pelvic pain, uterine perforation, uterine polyp, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: new pfs+mr received. Lot number received. Event injury was updated and new events: hormonal changes describe: sweats, mood changes, abnormal bleeding (vaginal, menorrhagia), infection type: vaginal, psychological or psychiatric problems condition: anxiety, migraines/headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)/painful sex, pain, vaginal discharge, fatigue, weight loss, perforation (other) please describe and state the (s) type: location of the perforation: on one side - unsure of which side, other injury(ies) or complication (s) please describe: d&c uterine polyps, bleeding after intercourse, back pain and essure confirmation test(s) conducted, specify: no were added. Case becomes valid. New reporters, plaintiffs information added. Concomitant conditions and drugs added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.